Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761. Serial# (B)(4), product type: recharger.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient's desktop charger had a broken connector pin. The caller also stated that the patient was experiencing poor coupling when recharging their implantable neurostimulator (ins). It was reported that the poor coupling was intermittent and the patient would address the issue once they had received a new desktop charger. The caller called back the next day to report that they had received the new desktop charger but did not know how to connect it without help and was concerned the patient would need surgery because their ins battery was so low. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.